Manufacturer narrative:
The other devices listed in this report: cat. No.: 502-03-58f, primary tritanium hemi cluster hole cup 58mm, lot code: lr331y , cat. No.: 6570-0-136, delta v-40 ceramic head 36/0, lot code: 54516801 , cat. No.: 6721-0635, size 6 accolade ii 127 deg, lot code: lot code: 54247902 , cat. No.: 2030-6520-1, 6.5 cancellous bone screw 20mm, lot code: 6w0e58, cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: 7j8mav. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Joint infection. All components removed and a spacer loaded with antibiotics was placed.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. A visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. A medical review was not performed as no medical records were provided. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar relevant events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device,pathology reports, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Joint infection. All components removed and a spacer loaded with antibiotics was placed.